Event description:
It was reported that a revision surgery was performed due to dislocation. Liner exchanged, screws were removed from cup. New liner was placed and as the surgeon relocated the hip, the cup slipped out. The surgeon reached into the patient and using only two fingers and lifted the cup out. There was no bony in-growth. The cup has been in the patient for 5 months.

Manufacturer narrative:
The devices, used in treatment, were not returned for evaluation and the reported event could not be confirmed. The medical investigation concluded that it was reported that a revision surgery was performed due to dislocation. Liner exchanged, screws were removed from cup. New liner was placed and as the surgeon relocated the hip, the cup slipped out. The surgeon reached into the patient and using only two fingers and lifted the cup out. There was no bony in-growth. The cup has been in the patient for 5 months. Based on the x-ray images provided the root cause for the reported device failure cannot determined. The reported event cannot be assessed and a thorough medical assessment cannot be performed¿. When notification has been made that all medical documentation has provided, this complaint will be re-evaluated and a thorough medical assessment rendered. A review of complaint history did not reveal additional complaints for the listed batches. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. Some potential probable causes of this event could include surgical technique or patient anatomy. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the devices or additional information be received, the complaints will be reopened. No further investigation warranted for these complaints; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.